Manufacturer narrative:
The preliminary analysis revealed that the manufacturing process of the device was adequately followed. The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with a ventricular lead vega r58 and an atrial lead vega r52. During the implantation procedure, the atrial pre-inserted screw seemed to be looser than usual since more than five turns were needed to tighten the screw until the screwdriver clicks. Furthermore, the ventricular screw was found fully tightened. The implant procedure finished apparently without problems. On (B)(6) 2018, an ECG showed that the pacemaker was not pacing properly and after interrogating the subject pacemaker, the atrial lead impedance was found very high (> 3000 ohms), so the re-intervention was scheduled. On (B)(6) 2018, during the re-intervention, the atrial lead was found loosened and not properly fixated, although the screw was found tightened, so the physician decided to explant the pacemaker and replace it by another kora dr.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with a ventricular lead vega r58 and an atrial lead vega r52. During the implantation procedure, the atrial pre-inserted screw seemed to be looser than usual since more than five turns were needed to tighten the screw until the screwdriver clicks. Furthermore, the ventricular screw was found fully tightened. The implant procedure finished apparently without problems. On (B)(6) 2018, an ECG showed that the pacemaker was not pacing properly and after interrogating the subject pacemaker, the atrial lead impedance was found very high (greater than 3000 ohms), so the re-intervention was scheduled. On (B)(6) 2018, during the re-intervention, the atrial lead was found loosened and not properly fixated, although the screw was found tightened,so the physician decided to explanted the pacemaker and replace it by another (B)(6).

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The preliminary analysis of the returned device revealed no issue with the device.

Event description:
On (B)(6) 2018, the subject pacemaker was implanted with a ventricular lead vega r58 and an atrial lead vega r52. During the implantation procedure, the atrial pre-inserted screw seemed to be looser than usual since more than five turns were needed to tighten the screw until the screwdriver clicks. Furthermore, the ventricular screw was found fully tightened. The implant procedure finished apparently without problems. On (B)(6) 2018, an ECG showed that the pacemaker was not pacing properly and after interrogating the subject pacemaker, the atrial lead impedance was found very high (greater than 3000 ohms), so the re-intervention was scheduled. On (B)(6) 2018, during the re-intervention, the atrial lead was found loosened and not properly fixated, although the screw was found tightened,so the physician decided to explanted the pacemaker and replace it by another (B)(6).